Manufacturer narrative:
Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints for serial number (B)(4) was performed from 14-feb-2017 through aware date 14-mar-2018. There were no other similar complaints identified during the searched period. The st aia-pack cea assay specifications under limitation of the procedure, page 9, states that for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be confirmed. The customer reported that the patient's clinical history correlated with the cea results generated with the aia-900 instrument.

Event description:
On (B)(6) 2018, a customer reported a potential discrepant carcinoembryonic antigen (cea) patient result on the aia-900 instrument. The customer reported that the cea was tested on the aia-900 on (B)(6) 2018 and obtained a result of 927.1 ng/dl. The same patient was infused during chemotherapy on (B)(6) 2018 and tested on a roche cobas with a cea result of 494 ng/dl. The customer stated that the patient's cea had been rising since (B)(6) 2017; 346 ng/dl on (B)(6) 2017, 856 ng/dl on (B)(6) 2017 and 927.1 ng/dl on (B)(6) 2018. The infusion nurse questioned the cea result between the aia-900 instrument and the cobas instrument. The customer was to run correlation study between the aia-900 instrument and the cobas instrument. On (B)(6) 2018, the customer confirmed that no discrepancy was reported with the aia-900 instrument. The customer stated that the cea on the patient in question has been increasing during the past months. The sample in question was tested on (B)(6) 2018 with a cea result of 927.1 ng/dl and repeated on (B)(6) 2018 with a result of 924 ng/dl. The customer reported that calibration and quality controls were all within acceptable range. The customer's proficiency survey studies have all been acceptable. The customer will not be running a correlation study between the aia-900 instrument and the roche cobas instrument. There is no indication of any adverse health consequences as a result of this event.